Event description:
It was reported that the tracheostomy tube has split after just 3 uses. The split is on the under side of the curved part of the extension part. There was patient involvement. Additional information from the patient's parent stated that they are unable to provide the requested identifiers, as the tubes had been used multiple times and were no longer stored in their original packaging after the first use. The patient's parent also indicated that the relevant information is printed directly on the cardboard box. Additional information received from the customer states that the patient was due to stay at the hospice for respite care the following week. The customer mentioned that the original packaging was no longer available, as the items had to be continuously washed and reused, which made it impossible to provide the lot number or confirm whether the other tracheostomy tube in use belonged to the same batch. The customer added that there were no specific details available regarding the dates of previous incidents, apart from the most recent one, which had been reported on the same day it occurred or was noticed. Similar issues had occurred in the past, where the plastic had split in roughly the same location or along the flange, most likely due to overuse. The tracheostomy had been in site but was removed for a planned tracheostomy change, at which point the split was identified. The customer noted that the damaged tracheostomy had been retained. There was no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned; however, four photos of the device was provided for analysis. Functional and visual tests were performed, the reported issue was duplicated. The cause of the issue was unknown. A review of the device history record (DHR) showed that all inspections were completed, with no issues noted during manufacturing.